Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: n/I.

Event description:
Healthcare professional reported a left side rupture discovered during surgery and later reported capsular contracture, baker grade unknown and "radiation changes to the left side". The device explanted and replaced.

Event description:
Healthcare professional reported a left side rupture discovered during surgery and later reported capsular contracture, baker grade unknown and "radiation changes to the left side." The device explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Rupture: observed broken device assessed as surgical damage and two openings assessed as surgical damage. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.